Event description:
It was reported via repair work order that the tires were delaminating which may effect brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the tires were delaminating which may effect brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that the tires were delaminating which may effect brake force. The investigation found that the correct issue with this unit was that the side rail drops quickly while lowering due to a broken side rail assist cable.